Event description:
Boston scientific received information that, during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d), all terminal pins were visible past the connector block except the left ventricular (lv) lead terminal pin. All lead measurements were within normal limits, a tug test was performed and indicated a good connection. The setscrew was loosened and the terminal pin removed in an effort to reinsert the terminal pin; however, the attempts were unsuccessful as the terminal pin was still unable to visualized past the connector block. Upon further examination, the terminal pin could be seen past the connector block when viewed at a slight angle. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigations will be updated should further information be provided.